Event description:
Clinical study ( biomarin sponsored study, cerliponase alfa observational study): this case is a report referring to a 7 years-old male subject. On (B)(6) 2018, the subject underwent implantation of codman rickham icv device (model 82-1623). The lot number and serial number were not reported. On (B)(6) 2018, the subject initiated treatment with brineura (300 milligram, qow, intracerebroventricular). The lot number for brineura was l241207. The most recent dose was administered on (B)(6) 2022. On (B)(6) 2022 at 10:00, the subject experienced grade 1 device related infection (device related infection). On (B)(6) 2022, the subject had a csf culture collected that revealed rare white blood cells and no organisms seen. The positive csf result was confirmed on (B)(6) 2022 when the csf culture revealed rare gram in thioglycolate broth only. The device was no replaced and no treatment was given. No action was taken with brineura due to the event. The outcome of the event was reported as recovering/resolving. Biomarin has assessed the event as medically significant. The investigator assessed the event of device related infection as not related to treatment with brineura. The investigator assessed the event of device related infection as related to the icv device. No other etiological factors were reported. Additional information has been requested and, if received, the report will be updated. Case comment: the patient experienced device related infection, which is a known complication of icv device use. The causality of event is assessed as not related to brineura.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The rickham valve was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined; however, the possible root cause for the ¿infection¿ reported by the customer, could be linked to the patient and hospital surroundings. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.